Event description:
A pt reports that following intraocular lens (iol) implant surgery they are experiencing double vision. The pt indicated that at 7 weeks post-op, their vision was 20/20 with no double vision. During an exam, their eyes were dilated and they have experienced double vision ever since. The association between this event and the iol is not known. Additional info has been requested from the surgeon.